Manufacturer narrative:
One vial of "combur 10 ux 100 t." Lot 40758902 and one vial of "combur 10 ux 100 t." Lot 39664806 were received from the customer. The test strips show no abnormalities. The customer material of lot 40758902 and 39664806 was measured on a cobas u411 / urisys 1800 with native urine, nitrite dilution series, a protein dilution series and a glucose dilution series. The retention materials of lot 39664800 and lot 4075800 and the retention material of lot 39664806 and lot 40758902 were visually measured with native urine, a protein dilution series, a glucose dilution series and a nitrite dilution series the measurements showed no false positive results and showed no abnormalities. Additionally, the customer urisys 1100 analyzers ux09636108 and ux09653104 were measured with another strip lot #43065200 with native urine. The retention material and the customer material showed no false negative results and fulfills the requirements. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer confirmed positioning of the strip on the tray was correct and the tray was clean. This event occurred in (B)(6).

Event description:
Since a software update on the analyzer, the initial reporter received questionable nitrite results from the urisys 1100 analyzer when compared to visual readings. Data was provided for one sample where the meter reading was negative but the visual read of the test strip was positive for nitrite. The customer used combur 10 test strips lot 40758902. The expiration date was requested but was not provided.